Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 18-feb-2020 and inspection of the unit was performed on 19-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube coating peeling off at stage 1, air/ water socket cylinder o-ring chipped, remote control button case cracked under #2 button, leak at remote control button case, failed wet leak test, failed dry leak test, operation channel twisted in bending section, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, r.c button case, adjusting collar, angle wire, distal case attaching screw, insertion flexible tube, rl pulley assy, ud pulley assy, o-ring(0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 03-mar-2020.